Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted in the lad. It is reported that a dissection occurred and was treated with the implantation a second endeavor sprint drug eluting stent, overlapping. Approximately 4 weeks post index procedure, one endeavor sprint drug eluting stent was implanted in the cx during a staged procedure. Approximately, 54 months post index procedure the patient suffered a stroke. The investigator assessed that the reported event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). (B)(4).